Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient faced occlusion (insulin flow block) event on (B)(6) 2024 . No further information was available.